Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when drilling for insertion of a pa screw into the calcaneus, the drill missed the screw hole and grazed the nail. When trying to remove the drill while turning, the drill bit broke off. When drilling again with a spare drill, it broke off in the same way".

Manufacturer narrative:
Correction - please refer to h6 component code. The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned drill could be confirmed based on the catalog number and lot number marked. The device is broken at the beginning of its tip, confirming the reported event. The detached fragment was returned. The surface of the breakage gives indication of a sudden brittle fracture, resulting from excessive bending and/or torsion load. Dimensional and material integrity inspections showed the device to be within specification. Based on investigation, the root cause was attributed to an user related issue. The drill breakage occurred most probably due to excessive load applied. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "when drilling for insertion of a pa screw into the calcaneus, the drill missed the screw hole and grazed the nail. When trying to remove the drill while turning, the drill bit broke off. When drilling again with a spare drill, it broke off in the same way".